Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data were collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance measurement on (B)(6) 2012. The weekly high voltage lead impedance trend data shows a spike increase for the maximum superior vena cava defibrillation impedance measurement from 76 to 180 ohms peak between (B)(6) 2012.

Event description:
It was reported there was an out of range impedance alert with a spike in impedance measurements on the right ventricular and superior vena cava coils. The impedance measurements were high and have since been steady and returned to historical values. It was also noted the atrial lead impedance has been spiking intermittently. The right ventricular lead was replaced due to fracture. The atrial lead remains in use. No patient complications have been reported as a result of this event.